Event description:
It was reported that the user experienced hyperglycemia with fingerstick readings up to 505 mg/dl after a recent supply change while using a teflon 23-inch infusion set, and the user had been using meal announcements inappropriately in an attempt to correct glucose. Symptoms included elevated blood glucose. Outcomes included user coaching on appropriate pump use and a recommendation to conduct a site and supply change; the user chose short-term monitoring before changing the site. Investigation included review of user-reported history, troubleshooting of infusion set and tubing fill, and counseling on correct meal announcement behavior. Investigation of this case revealed no evident hardware or supply malfunction, with user technique and misuse of meal announcements identified as likely contributors to the persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.